Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the lamp was replaced for diagnostic purposes. The system was tested and found to meet product specifications. The system was manufactured on december 19, 2013. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The lamp was installed into an illuminator then installed into a calibrated system for functional testing. The lamp was found to meet specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a lamp on a system did not work. The timing of the event and there was no patient harm reported. Additional information has been requested but none has been received.